Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump had minor scratches on the lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor position encoder error alarm as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.